Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 46-year-old male with an indication for use of impella cp due to acute myocardial infarction and cardiogenic shock, with pre support clinical status consistent with scai shock stage e, underwent full body CT imaging upon arrival to (B)(6) hospital on the night of (B)(6) 2026. On (B)(6) 2026, the bedside rn reported that the CT scan identified a 4 mm pseudoaneurysm at the impella access site. The rn confirmed that the impella insertion site was clean, dry, and intact, with preserved distal perfusion to the foot. No hematoma or additional access site concerns were reported. Clinical staff and providers did not attribute the pseudoaneurysm to the impella device itself. Based on the available information, a 4 mm access site pseudoaneurysm was identified via CT scan, while the patient remained on active impella support. The patient remains on support, and relevant outcomes are pending.